Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2023 due to peritonitis. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event are known.

Manufacturer narrative:
Additional information: b5 upon review of the available information, it was determined that the patient was completing continuous ambulatory peritoneal dialysis (capd) only. The patient was admitted to the hospital on (B)(6) 2023 and diagnosed with peritonitis. The patient has never used liberty cycler supplies and has only been a capd patient. Upon additional information received, it was determined this is not a reportable event. There was no patient involvement, serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2023-01589.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2023 due to peritonitis. On (B)(6) 2023, new information was received and reviewed. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that this patient was completing continuous ambulatory peritoneal dialysis (capd) only. The patient was admitted to the hospital on (B)(6) 2023 and diagnosed with peritonitis. The patient has never used liberty cycler supplies and has only been a capd patient. The reported event(s), involving use of a capd product(s), falls under the scope of s102857-01 (processing drug adverse event complaints) for pharmaceutical complaints. Upon review of the available information, there is no allegation or indication that a serious patient injury or death, or other adverse event(s) was associated with the use of, or malfunction/deficiency with a fresenius medical device(s). Therefore, the reported event does not require further complaint handling under the manufacturer for medical device and the completion of a clinical investigation is not warranted at this time. For the handling and processing of pharmaceutical complaints, please refer to s102857-01 (processing drug adverse event complaints).